Event description:
Customer reported that during pretest, ventilator pressures were not up to their required levels. The user suspected a leak and chagned the circuit and filter, and pressures improved. No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. The breathing circuit was leak tested to iso standard 5367, 2014, annex e, which specifies an adult circuit under 60 +- 3 cmh2o of air pressure cannot exceed a leak rate greater than 60 ml/min. The leak rate was measured at 17 cmh2o. The circuit was well within the acceptable limit of leakage. The device history record of batch number 74f1900156 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non- conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to specifications. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned sample.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported that during pretest, ventilator pressures were not up to their required levels. The user suspected a leak and changed the circuit and filter, and pressures improved. No patient involvement reported.